Event description:
It was reported that t:slim x2 pump battery would not charge, with power source alert and charging connection not recognized despite use of confirmed working outlet, tandem charging cable, tandem wall adapter, and alternate charging accessories, and there was no pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. During troubleshooting pump eventually began charging, technical support confirmed pump did not need replacement, and replacement charging supplies were arranged with two-day shipping.